Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Information notes that the patient condition was stable.

Event description:
It was reported that the ra lead was explanted and replaced due to lead dislodgement, high pacing threshold and poor sensing.

Manufacturer narrative:
Analysis was normal. No anomalies were found.